Event description:
Event description boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported hearing tones to their health care provider. The device had reached elective replacement indicator (eri) after being implanted 12.3 months.